Event description:
It was reported that the patient felt dizzy followed by a high voltage therapy from the cardiac resynchronization therapy defibrillator (crt-d). Episodes of diarrhea followed. Weakness and dizziness continued followed by syncope. The patient presented to the emergency department where additional therapies were delivered. The patient was admitted to the coronary care unit where they experienced nausea, vomiting and ventricular arrhythmias. All therapies were determined to be appropriate but the physician felt the patient's loss of consciousness could be related to the crt-d. The patient was given intravenous antiarrhythmic medication and the situation was reported to have been resolved. The device remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.